Event description:
The reporter stated that the surgeon was advancing a toric single piece silicone lens model aa4203tf in the injector and noticed the lens was flipping over so he quit using the lens. No pt contact.

Manufacturer narrative:
Results: a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusion: no conclusion can be drawn. Based on the complaint history and returned product a specific root cause of the event could not be determined at this time.